Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The device was prophylactic explanted. There were no adverse health consequences; the patient was stable.

Manufacturer narrative:
Interrogation of the device revealed the device was above elective replacement indicator (eri) when received, and no anomaly was found on the header. Analysis of device image indicated device was within normal range of operation. Further analysis performed did not find any anomaly with battery voltage above elective replacement indicator (eri) level. A longevity assessment was performed, and found the battery depletion was normal based on the device usage with appropriate remaining longevity.